Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient was hospitalized on (B)(6) 2018 due to elevated blood glucose (bg) levels (specific values were not provided). She was reportedly dehydrated and was vomiting. Patient also reported getting a pod hazard alarm during operation, after wearing the pod between 4 and 24 hours on the abdomen. At the hospital, patient was treated with intravenous fluids and administered insulin hourly to lower her bg levels. In addition, a new pod was applied. No further information was provided.